Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical product: 4076 lead implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a request to have the patient's electrocardiogram (ECG) reviewed. The patient's right ventricular (rv) lead exhibited no capture and oversensing. The patient went into the hospital the next day and it was noted that the lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.